Event description:
It was reported that this implantable lead exhibited noise, oversensing and high out of range pacing impedance measurements, due to this a lead safety switch was triggered. It is planned to further evaluate the patient. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable lead exhibited noise, oversensing and high out of range pacing impedance measurements, due to this a lead safety switch was triggered. It is planned to further evaluate the patient. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing this lead also exhibited loss of capture.